Event description:
As reported by end user in (B)(4): "dr (B)(6) routinely uses the extension tubing provided by navilyst during his cases. We had set up the medrad for an aortic root and the extension tubing spontaneously ruptured. There was a small round hole that developed on the tubing, itself. Dr (B)(6) fortunately wears glasses and of course had a mask on, but he was showered with pt's blood and the dye." The pt was not affected by this event and the physician did not incur any injury. According to info provided, the tubing being utilized was 12" pressure monitoring tubing which is not indicated for high pressure injection. The used device will be returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The navilyst medical (B)(4) 2013 complaint report was reviewed for the product family of pressure monitoring lines and the failure mode of "hole in tubing." No adverse trends were identified. It has been indicated that the used device will be returned to navilyst medical for eval, however, it has not yet been received. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).